Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, loss of capture, low amplitude/poor morphology, and high capture thresholds due to a suspected migration. Additional information was received confirming that this lead was explanted and replaced due to a heart wall perforation that was confirmed using a computerized tomography (CT) scan. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited undersensing, low amplitude/poor morphology, high capture thresholds and low evoke response, it was suspected this lead moved. Additional information was received confirming that this lead was explanted and replaced due to a heart wall perforation that was confirmed using a computerized tomography scan. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected fields: h6 (device codes): codes " migration - 4003" and "failure to capture - 1081" were removed. B5 (problem description): updated as codes were removed and low evoke response was not mentioned. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.